Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed rubber particulate matter in the y-site of the device. The cause of the condition was determined to be a manufacturing issue. To correct the condition, the supplier of the component was notified of the issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access solution administration set had particulate matter in its y-site. This was observed before use. There was no patient involvement. No additional information is available.